Event description:
Reporter indicated a vns therapy patient experienced an infection which required open wound treatment with continuous or recurrent irrigation. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Liechty pc et. Al. " the use of a sump antibiotic irrigation system to save infected hardware in a patient with a vagal nerve stimulator: technical note." Surg neurol 65:48-do, 2006.